Event description:
Customer reported an issue with the dpm 6/7 monitor, which may have affected o2 monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the unit's gas module. Unit was calibrated and safety tested to factory's specifications.